Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that after a patient on impella cp support arrived in intensive care unit, bleeding profusely occurred from the endotracheal tube and pressure dropped. Suction alarms started and the impella cp was turned down to p2. Over two liters of blood was suctioned out of the patient's lungs. The patient was taken emergently to operating room (or) for extracorporeal membrane oxygenation (ECMO) cannulation. The patient went into ventricular fibrillation (vf) arrest in or and cardiopulmonary resuscitation was done. The ECMO was placed and the patient was stabilized. The impella cp was placed on p3 to vent the left ventricle. The patient continued to bleed heavily from the lungs and received multiple blood products. The patient was transferred to another facility and a left groin hematoma was noted at the impella cp site. The patient received massive transfusion protocol and extensive or intervention for the pulmonary hemorrhage. Anticoagulation was held. It was further reported that on day two of impella support, the impella cp was noted to be shallow and was advanced at bedside. The patient was eventually successfully weaned and explanted. The patients outcome was stable.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.